Event description:
Device malfunction: kink in the sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure in the femoral artery after an unspecified procedure. Reportedly, during insertion of the sheath into the vessel, the sheath kinked. The sheath was removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.